Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that licox probe was placed into patient to monitor brain oxygen and readings were found to fluctuate. Cable was changed but issue was determined to be probe. Probe was removed and replaced. There was no patient injury nor further issues reported. Additional information received on 23apr2021 indicated that the probe remained insitu and patient's icp was monitored. Licox probe will be explanted and returned for analysis at the end of patient's treatment.

Event description:
N/a

Manufacturer narrative:
Ip2p kit containing cc1.p1 and the ip2 introducer was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.